Manufacturer narrative:
Exact date unknown, event occurred 2 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Sc-1160 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes that the reported event was confirmed. An analysis of the data log revealed that there were charging issues due to the thermistor being triggered multiple times. The ipg thermistor was likely triggered due to poor ventilation while charging or poor charger-ipg alignment while charging.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.